Event description:
Literature: chan dtm, zhu xl, yeung jhm, et al. Complications of deep brain stimulation: a collective review. Asian j surg. 2009; 32(4): 258-63. Summary: this article presents an adult of all the patient's implanted with deep brain stimulation (dbs) between 1997 to 2008 at one facility to assess complications arising from the 100 dbs electrode insertions and prevention of complications. Reportable event: one patient experienced a stimulator pocket abscess requiring removal of the whole system. No patient outcome was reported. See literature with MFR report # 3007566237-2009-09382.

Manufacturer narrative:
.